Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy was due to procedural circumstances. The reported unable to grasp and capture was due to patient anatomy. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5, an enlarged atrium, thin leaflets, and a restricted septal leaflet. Three clips were successfully implanted. To further reduce tr, an additional xtw clip was inserted but became caught in chordae. The clip was able to be freed from the chordae without causing damage. The clip was repositioned and grasping was performed. However, the leaflets were unable to be grasped and captured. While changing the alignment, the clip became caught in the chordae again. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. The physician decided to remove the triclip devices and discontinue the procedure. Tr remained at a grade of 5. There was no clinically significant delay in the procedure.